Event description:
It is reported that the device was implanted in 2007. The pt fell while skiing in 2008, and broke his leg - periprosthetic fracture. Revision surgery to replace the stem occurred three days later.

Manufacturer narrative:
Eval summary: the fracture might have been caused due to the physical activity of the pt. It should be noted that failure to follow through with the required rehabilitation program (post operative restrictions) may result in the early failure of the implant. Cause cannot be definitively determined. Eval: no product or x-rays were returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.